Manufacturer narrative:
(B)(4). Device evaluation: review of the black box revealed power on reset on (B)(4) 2013 at 07:50. The pump was not set to the correct time and date. The time and date was accurately set at the start of the investigation. On testing the pump successfully performed a rewind, load and prime sequence without alarms. The pump was exercised for 24 hours without issues. The battery was removed for 6 hours and reinserted; the pump time and date reset to the default setting. The pump was opened for investigation and revealed the internal clock battery on the printed circuit was leaking. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display screen was dim and discolored.